Event description:
It has been reported by a kc sales representative that a swab fell off into a patient's mouth. There were no patient complications or adverse effects reported. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B) (4).

Manufacturer narrative:
Incident sample has not yet been received by the manufacturer. Investigation is in-process. A supplemental report will be submitted upon receipt of additional relevant information. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigation.